Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device wont turn on/possibly recall affected. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information: d8, d9, e4, g3, h6, h10. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the device has been received and an evaluation is pending.

Event description:
It was reported by the customer that the device wont turn on/possibly recall affected. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device wont turn on/possibly recall affected. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive; front case with keypad replaced. Software version as found 9.33.1; as left 9.33.1. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (ac light & power button unresponsive). A review of the device history record showed the device had a manufacture date of 05mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.